Event description:
It is reported that a revision surgery occurred due to loosening and non-union of the fusion.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in u.s. This report will be amended when our investigation is complete. (B) (4).